Event description:
Implanted PICC set via basilic vein in the right-hand arm under ultrasound guidance in (B)(6)2013. On (B)(6) 2014 after the end of treatment, the patient has the catheter removal. When the nurse pulled out the catheter, she found the tip of catheter was incomplete and the developing part of the catheter tip fractured off. CT examination revealed the catheter stump stayed in the axillary vein. On (B)(6) the patient was transferred into the vascular surgery to take out the catheter stump, while the surgeon failed to take it out and the catheter stump slide to lobi (pulmonary artery). After cardiothoracic surgery and interventional radiology consultation, the doctors considered it too small to remove the catheter stump, but patient had no hazard to life.

Manufacturer narrative:
The complaint of a catheter break was inconclusive from the photo sample. A photograph was submitted for evaluation. The image was of, what was believed to be, an ultrasound imaging screen. Two blue curvilinear objects were observed which were parallel to each other. The background screen was not decipherable. No other information could be determined from the image. It could not be confirmed that the blue curvilinear objects were catheter segments, and if so, why they were in parallel. If the implicated sample becomes available for evaluation, further investigation into the root cause of the reported event would be performed. A lhr is not possible, as no manufacturing lot number information has been provided by the complainant.